Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
This supplemental report is being filed based on this lead being surgically abandoned and replaced.

Event description:
It was reported that this right ventricular (rv) lead had an alert for pacing impedance measurements reaching about 2009 ohms. Around that time, the patient had a fall. However, it is unknown if the fall was before or after the impedance alert. At the clinic check, the pace impedance measured greater than 3000 ohms in bipolar configuration. The impedances were around 600 ohms in unipolar. Threshold measurements were normal. No further clinical observations were reported. The patient was going to be monitored and was told to go to the emergency room if symptoms. The pacemaker was left in unipolar configuration. No adverse patient effects were reported.